Event description:
According to the reporter, during dialysis, the catheter ruptured/perforated and blood leaked at the arterial extension tube near the adapter. The catheter was not repaired and tego was not utilized. There was no luer adapter issue. There was nothing unusual observed on the device prior to use, flushing was done prior to use, no leakage was found, no other products were being utilized with the device, the insertion site was not treated prior to product placement, and there was no cleaning agent used on the device. It was stated that due to the leakage the catheter was removed and was changed/replaced with another catheter. The treatment was completed. There was no blood loss. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.